Manufacturer narrative:
The analysis of the data log file pointed out that the root cause of the error is a software bug already known.

Event description:
It was reported that while the robot was powered on an error message popped up and the system shutdown. Once restarted, no more issue occurred.